Event description:
It was reported that the customer went to the emergency room with a high blood glucose level that was displayed as "high"; although a specific value was not provided, and ketones that were not identified as dangerous by a healthcare provider. Suspected cause was due to a cartridge alarm. The customer attempted to resolve the issue with a manual injection and water treatment, but these were not successful in resolving the issue. A pump system check revealed no problems with pump functioning. The customer was released from the emergency room the same day without any permanent damage.